Event description:
As per new information received, no reintervention was planned.

Manufacturer narrative:
Information updated/added to sections: b4, b5, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for chordae damaged in attempt to capture leaflet was confirmed with empirical evidence based on information provided. Available information suggests patient's challenging anatomy and poor imaging likely contributed to the event. As per information received, there were difficulties navigating the device due to short posterior and restricted leaflet with poor imaging making it difficult to grasp. After several attempts, a grasping of the leaflet with the implant was achieved, however, a repositioning was advised by the echo physician. While repositioning the implant laterally, chordae damaged occurred. The challenging imaging and anatomy might have difficulted the grasping of the leaflet and the navigation with the device, leading to the chordae damage. The complaint for leaflet damaged while capturing was confirmed with empirical evidence based on information provided. Available information suggests device maneuvering and difficult imaging likely contributed to the event. As per information received, during the procedure, due to complex imaging and anatomy the implant became entangled with the chordae. Several maneuvers to release the implant from the chordae was done, which ended up causing leaflet damage and the procedure was aborted. Furthermore, challenging imaging might have also difficulted the navigation of the device, leading to the complaint event. Since no edwards defect was identified, corrective or preventive actions are not required.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from saudi arabia, edwards received notification of pascal procedure in mitral position. During procedure, a chordae damaged and leaflet damage occurred. Patient had functional mitral regurgitation and short and restricted posterior leaflet. There were difficulties navigating the device due to short posterior and restricted leaflet with poor imaging making it difficult to grasp. While attempting to grasp the leaflets, the posterior leaflet repeatedly curled with p10 until a grasp was achieved. However, the echo physician advised repositioning, which resulted in loss of grasp and they had to keep changing position and regrasping to re acquire the optimal grasp. The chordae damage was identified when attempting to grasp laterally, the device became entangled within the chordal structures. Maneuvers including clocking and counter- clocking the device 20-30 degrees, as well as slow anterior-posterior movements were required to disentanglement. Following the chordal rupture, possible leaflet damage was observed, described as a flap-like appearance or potential leaflet dissection. The device was ultimately bailed out, and no device was implanted. The procedure was aborted. Mitral regurgitation (mr) was severe before the chordae damage and remained severe afterward, with no change in mr severity. Due to poor imaging and the post-rupture condition, it was judged safer to leave the mr unchanged. Patient final outcome is stable condition. As per medical opinion, the perceived root cause of the event was the recommendation by the echo physician to move laterally with p10, despite caution from the device and echo proctors.